Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported when the dressing package was opened in the operating room, a hair was observed to be woven into the aquacel part of the dressing, including the border of the dressing. The product was not used on the patient. A photograph was received depicting the reported complaint issue.